Event description:
Pt called in 2002 alleging that their one touch basic meter would not power on. Pt was seen in the hosp of a blood glucose test because they were unable to obtain a blood glucose result on their meter. Pt had a blood glucose result of "311 mg/dl" on the hosp meter. Pt was treated with food at the hosp. Issue was not resolved. Meter was replaced. No further info was provided.